Event description:
(B)(4) paid for by insurance. Essure put me through hell, I started having severe depression and anxiety disorder, insomnia, severe fatigue, permanent back pain due to bone damage from the essure device's inflammatory reaction. Kidney, bladder and ovarian pain. Anger, loss of joy in life. Constant utis, and chronic pelvic pain. I begged for removal, I didn't want to lose my uterus, or any of my lady organs because of a device that was supposed to be safe. I have had 4 surgeries since implantation of essure, to include post hysterectomy surgeries to find the rest of the damage. I also have bladder and kidney damage. All because of essure. I was only 29 when I had to have a full hysterectomy, I was never shown any packaging, nor given a card, how on earth will a black box warning help us women??????? We don't get to see the package.